Manufacturer narrative:
In-process test data shows that tensile strength was within specification. A follow up investigation will be completed which will evaluate product, surgical, patient, and post-operative factors.

Event description:
The physician completed a gastric bypass on (B)(6) 2018 using 12mm trocar access in the left lumbar region. A neoclose device was used to close approximate the defect. The physician was satisfied with the approximation. After 6 days normal bowel function had not returned and, as a result, the physician completed a follow-up laparoscopic surgery on (B)(6) 2018. During the surgery, the physician found a detached neoclose anchor, in the pneumoperitoneal cavity. The device was not returned to the manufacturer. The user returned a patient status of no complication following the second surgery.

Manufacturer narrative:
A review of the images provided by the physician indicates that suture was attached to the neoclose anchor, and that the anchor was intact. This indicates that the suture or the knot created by the physician during approximation was the cause of the detachment. Neither the product nor the packaging was returned and therefore could not be inspected. However, samples from the same lot of sub-assemblies were sourced and testing was completed. The results of the strength and strength retention exceed the device specifications and the usp 2.0 suture requirements. Records from each manufacturing lot are reviewed to ensure that released products meet all quality release specifications. The sampling completed during manufacture confirms that the autoanchors were capable of meeting the specified strength requirement. No other complaints have been received for this lot of product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.